Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This regulatory authority device only case, reported by a consumer via a regulatory agency, who contacted the company to report an adverse event and a product complaint, concerned a female patient of unknown age and origin. Medical history included historical drug of unspecified insulin used for unknown indication. Concomitant medications were not provided. The patient received an unspecified lilly insulin (trade name unknown), via humapen ergo ii pen, at an unknown dose and frequency, via unspecified route, for unknown indication, beginning on an unknown date. On an unknown date, within 10 days after starting unspecified insulin therapy, the humapen ergo ii was not working ((B)(4)) and she faced an emergency situation described as serious injury. It was reported that quality of the humapen ergo ii pen was extremely inferior.the event of injury was considered as serious by the reporter due to medically significant reason. Information regarding corrective treatment, outcome of the event, and therapy status of humapen ergo ii pen was not provided. No additional follow-up will be attempted due to the regulatory origin of this report. If additional information is received from the regulator, this case will be updated accordingly. The operator of the device and training status was not provided. The general device duration of use and the suspect device duration of use was not provided. Action taken with the suspect device not provided and its return status was not expected. The initial reporting consumer did not provide the relatedness assessment of the event with humapen ergo ii pen. Update 18-jan-2026: information was received from initial reporter on 14-jan-2026. No new medically significant information was received and no other changes were made to the case. Edit 28jan2026: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 08mar2026 in the b.5. Field. No further follow-up is planned. Evaluation summary a regulatory authority reported that a female patient of unknown age reported "within 10 days after starting unspecified insulin therapy, the humapen ergo ii was not working" and "the humapen ergo ii pen was extremely inferior". The patient experienced a serious injury. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4). This regulatory authority device only case, reported by a consumer via a regulatory agency, who contacted the company to report an adverse event and a product complaint, concerned a female patient of unknown age and origin. Medical history included historical drug of unspecified insulin used for unknown indication. Concomitant medications were not provided. The patient received an unspecified lilly insulin (trade name unknown), via humapen ergo ii pen, at an unknown dose and frequency, via unspecified route, for unknown indication, beginning on an unknown date. On an unknown date, within 10 days after starting unspecified insulin therapy, the humapen ergo ii was not working (B)(4) and she faced an emergency situation described as serious injury. It was reported that quality of the humapen ergo ii pen was extremely inferior.the event of injury was considered as serious by the reporter due to medically significant reason. Information regarding corrective treatment, outcome of the event, and therapy status of humapen ergo ii pen was not provided. No additional follow-up will be attempted due to the regulatory origin of this report. If additional information is received from the regulator, this case will be updated accordingly. The operator of the device and training status was not provided. The general device duration of use and the suspect device duration of use was not provided. Action taken with the suspect device not provided and device was not returned to manufacturer. The initial reporting consumer did not provide the relatedness assessment of the event with humapen ergo ii pen. Update 18-jan-2026: information was received from initial reporter on 14-jan-2026 from initial reporter. No new medically significant information was received and no other changes were made to the case. Edit 28jan2026: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 08mar2026: additional information received on 05mar2026 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting and device return status to not returned to manufacturer. Corresponding fields and narrative updated accordingly. Update 18mar2026: additional information received on 09mar2026 from global product complaint database. Upon internal review, due to system issue, an action item was generated for a dsss update. The dsss was not updated, so no further action was required.